Event description:
The sales representative reports this incident occurred on june 1st. The catheter was placed and the intercranial pressure reading was 35. The patient underwent a CT scan and the catheter was pulled back, the intercranial pressure reading dropped to 9. The patient received treatment based on the intracranial pressure reading of 35. The sales representative feels the catheter might have been pressing up against ventricle. The catheter remains in the patient. Additional information has been requested.